Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the active exhalation control module during testing. The customer does not want any repairs done to the unit. The unit will be returned unrepaired.